Event description:
The customer alleges that the pt was not getting oxygen. The customer reports that there was a leak around the joint on the tube. The pt's condition is reported as fine.

Manufacturer narrative:
(B)(4). Actual lot number is unk. User facility reports possible lot numbers as: 02h1300277, 02g1302449, 02a1302425 and 02g1302451. A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product or picture of the defect was not provided. As an additional test and for failure mode duplicate purposes; a pinhole was created on product sample tubing and with this condition the tp-0152 test failed due to a leak issue. A device history record review couldn't be conducted since the lot number was not provided. However, the 4 possible lots reported by the customer were reviewed and records showed that there were no issues related to a functional test on the product and its components during the manufacture of the material. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided. Current production samples were tested according to tp-0152 used to release the production parts, and no issues were found that can lead to the condition reported by the customer. Based on these results and since no lot number was provided for investigation it is not possible to determine an exact root cause and corresponding corrective actions. If the lot number becomes available this complaint will be updated.